Manufacturer narrative:
Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient felt stimulation in a completely different area following the addition of a peripheral lead. It was stated the patient¿s physician wanted to add a peripheral lead and so removed one of the patient¿s paddle lead¿s two contact leads from the top port (contacts 0-7) and added an 8 contact standard lead in the upper port of the implantable neurostimulator (ins). As a result, contacts 0-7 were on the new lead and contacts 8-15 were on half of the paddle lead. It was confirmed the lead in the bottom port (contacts 8-15) was not removed and the paddle lead did not move during the revision. When the patient was programmed to their original programming (8-9+) at the time of report, the patient was feeling stimulation in a completely different area. The patient reported more abdominal stimulation. It was stated the patient needed different parameters, despite the lead configuration having been remapped. No further complications were reported or anticipated.

Event description:
Additional information received reported that the healthcare provider wanted to add a peripheral lead to capture the patient¿s other pain. It was also noted that the patient had felt it in a similar area even though they reported differently the day after the surgery. The issue was then resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the issue was ¿resolved, as the patient realized that the stimulation was the same.¿ no further complications were reported or anticipated.